Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was no longer fully inflating. The device had loss of fluid. The device was removed and replaced. The patient is expected to fully recover.